Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported that the hematocrit saturation probe failed. The single board computer printed circuit board assembly was bad. Since the event occurred during routine testing, there was no patient involvement during this event.